Manufacturer narrative:
All available information indicates that the device remains inactively implanted. There is no additional information available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific crm received information that during a routine changeout procedure, it was observed that the left ventricular (lv) lead was fractured near the collar bone. This observation was confirmed under fluoroscopy and by receiving no lv sensing measurements and no capture. The boston scientific crm sales representative reported that when running the lv pace impedance test, a reading was not observed, only n/a. Right ventricular (rv) sensing was observed during the test. Technical services (ts) discussed that pacing needs to be forced to get a pace impedance measurement and since there was no lv sense, then could not trigger pace and since patient was rv sensing, it would not bi-ventricular pace and a reading could not occur. Ts recommended increasing lower rate limit (lrl) or shorten atrioventricular (av) delay to force pacing. The sales rep did this and was able to get an impedance measurement greater than 2000 ohms. This lv lead was capped and replaced. Additionally, during this procedure, the existing implanted device was explanted due to normal battery depletion and replaced without complication.